Manufacturer narrative:
Correction: the assignable root cause was reported to be due to normal wear from use and servicing over time on the initial report. After further evaluation, it was determined that even though the root cause was determined as normal wear, it was not appropriate as the device was returned for service within the recommended service interval timeframe (1 year) and so this complaint has been recoded with the root cause category premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 5 of the same event. It was reported from (B)(6) that five attachment devices generated heat, made and abnormal sound, were vibrating and had a connection failure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.